Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
It was reported that svo2 values shown on the monitor were from 60% to 80% range during use. The variation in values seemed to be incorrect based on the clinical presentation of the patient. Expected value was unknown. The cable was replaced but the problem was not solved. A simulation test was performed on the monitor and no problem was observed. No error messages were observed. The patient was not treated based on the inaccurate values. There was no occlusion, leakage or kink noted in the catheter. There were no patient complications reported. Device was discarded by the hospital.